Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a number of reservoirs that were defective. The reservoirs were leaking at the o-rings. Insulin leaked in the reservoir compartment, it was flooded. The reservoir cracked in the insulin pump and leaked in the compartment. Customer's blood glucose level was 230 mg/dl. The self-test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected reservoir for defects and found physical damage.